Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without any user input. This occurred before use in the medicine ii department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (codes updated), h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was able to turn "on" properly and did not power off when tested. The device was also tested by running a short infusion and was able to infuse normally without any issues. A review of the event history log did not identify any issues that would confirm the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.